Manufacturer narrative:
B1 product problem was added due to new code selected in h6. H6 upon review by an investigator, a new medical device problem code was added.

Manufacturer narrative:
B1 and b2 were revised as there is no product problem and intervention was required. D4 serial and primary UDI number were revised. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery access to support the 69 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the support the patient was supported by inotropes and vasopressors, and was known to have had CPR for a cardiac arrest. Underlying medical history was not shared. The patient was undergoing a coronary artery bypass (CABG) surgery when there was an observation made of air in the aortic root. Anesthesia attributed the air to the pump, despite no alarms or issues related to pump function. The team made decision to remove the pump. The patient survived the pump explant and no other intervention was performed.